Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was at school and received a low battery alert. The nurse helped him changing the battery and the insulin pump alarmed failed battery test. It was stated that they tried different batteries but alarm recurred. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. It was advised to insert a new battery; customer received a failed battery test alarm. Customer was not using the recommended battery type. Mother would be calling back to determine if they agree to get the insulin pump replaced.